Event description:
It was reported that the patient was experiencing pain and discomfort at the ipg site upon sitting down. It was also mentioned that the patient was charging the ipg frequently and for longer period. The patient underwent a revision procedure wherein the ipg was replaced and one lead was also explanted. The explanted device will not be returned as the facility discarded the explanted products.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(4). Batch: 5094713/5094877.

Event description:
It was reported that the patient was experiencing pain and discomfort at the ipg site upon sitting down. The patient underwent a revision procedure wherein the ipg was replaced and 1 lead was explanted. The explanted device will not be returned as the facility discarded the explanted products. Additional information was received that the reason for the lead explant was also due to high impedance.